Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented with loss of ventricular capture. Interrogation revealed ventricular bipolar and unipolar lead impedance of >2000 ohms. Capture was not regained when the output was increased to 7.5v.